Event description:
Customer was hospitalized due to dka. Prior to hospitalization customer had nausea, high bg and headaches. Flu virus and enlarged liver were significant events leading to hospitalization. Explained to customer the 2 high bg rule and instructed to monitor bg and call back for hp test when clamp arrives.